Event description:
Event description cpi received information that this myocardial lead was removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the lead was found to have an 'insulation failure'. The physician elected to cap the entire lead system and replace the leads with an endotak lead.